Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated through syringe and low blood glucose with carbs. The customer also reported getting inaccurate readings with the sensor. Customer also experienced low blood glucose of 48mg/dl, the next day customer's blood glucose level was 400 mg/dl and the sensor glucose reading was 150 mg/dl, customer declined to troubleshooting, the sensor was returned for analysis and a replacement was sent.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.